Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was "low" (specific value was not provided). Customer consumed "ice cream and gummy bears" to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.